Manufacturer narrative:
A field service engineer was dispatched to the customer site. Parts were replaced to resolve the cancellation issue. Unit meets specifications and was returned to service. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. (B)(6). (B)(4).

Event description:
A customer reported an event of cycle cancellation of no rf power in the vacuum with their sterrad 100s sterilizer and the affected load was released and used on a patient(s) without first reprocessing the load. It is unclear at this time if there is any report of infection, injury or harm to patient(s) associated with this issue. Asp will continue to follow-up for additional information. This event is being reported since the cycle cancelled and was used on a patient and therefore, sterility cannot be assured.

Manufacturer narrative:
Additional follow-up received from the customer on 12/6/2018 states the cancelled cycle was recalled and reprocessed. No items were used on patients prior to reprocessing. Therefore, this complaint file is no longer deemed a reportable malfunction. There is no risk to patients. Asp complaint ref #: (B)(4).